Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h4,h6 coding. Corrected d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it is likely that the suggested event may have occurred by irregular stress applied to distal end glue and the bending section during device handling by the user. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the flex video scope bending section cover was missing and there was a deterioration of the glues of the distal end. There were no reports of patient harm.